Manufacturer narrative:
Concomitant product: product ID vedr01 ipg, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead had been rising for approximately the past six months and now was high. The lead also had low bipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.